Event description:
Catheter is dislodging from tunneler during insertion. This is happening w/ both left & right sided insertions. Dr had to use snare catheter to retrieve dislodged catheter. Catheter is still in use. There were no pt complications reported.